Event description:
Per the clinic, the patient experienced poor retention and swelling at the magnet site (date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported).